Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 25mm drill bit bent during screw preparation. Both stem inserters mush roomed out during stem insertion. Surgeon was required to knock the inserters out of the shoulder of the stem after insertion. There was a concern that the greater trochanter was fractured. Surgical delay unknown.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that 25mm drill bit bent during screw preparation. Both stem inserters mushroomed out during stem insertion. Surgeon was required to knock the inserters out of the shoulder of the stem after insertion. There was a concern that the greater trochanter was fractured. Surgical delay unknown. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that summit angled inserter was severely deformed from the shaft near the tip, the reported allegation can be confirmed. The observed condition of the device can attributed to a combination of heavy use and unintended impaction forces while the device is not fully seated on its mating device. The overall complaint was confirmed as the observed condition of the summit angled inserter would have contributed to the complained issue based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.